Manufacturer narrative:
Correction made to d10: concomitant product: homechoice claria (previously submitted as ni). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was damaged. The event was further described as ¿patient line was crushed 2 feet from the end point¿. This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.